Manufacturer narrative:
Section b3: date of event is estimated. Section: d6b - date of explant - unknown the allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8444902 common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9094363 common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9094363 the event of system explant was reported to abbott. The patient's system was explanted due to ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted with no complications.